Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) that the device did not trigger an audible alert as expected following a charge circuit timeout prior to recommended replacement time (rrt). It was suggested that the patient be placed on an external monitor with external rescue and pacing options. Immediate device replacement was recommended. The device was explanted and replaced approximately one week later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the charge time out (cto) using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the ctos. Battery analysis found localized li discharge along the edges and near li-severing in one area. The observed li-severing is consistent with the increased battery impedance measured upon receipt at battery analysis. The charge timeout and excessive charge time resulted from an increased battery resistance induced by li-severing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.